Event description:
It was reported the procedure was being performed on a (B)(6) female patient, (B)(6), in the intensive care unit. During insertion into the patient's left brachial, the clinician experienced difficulty when trying to remove the sheath. The sheath did not split correctly. One side was only intact and part of the peel-away broke at the hub where you begin to peel the sheath. The clinician was able to remove the piece and complete the insertion procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).